Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that the interstim all of a sudden caused severe pain on (B)(6) 2017. The office had the patient turn the device off. They ran a battery check and also checked each electrode bipolar pair by sensory test with the patient. They felt all. The power level was lowered as an intervention taken to resolve the issue. It was indicated that the device would be explanted on (B)(6) 2017 since the patient did not want the chance of the issue happening again. The issue was resolved. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) showed no significant anomalies. It was noted the ins battery was out through a long-term monitor test (48 hours at body temperature) and functioned without any issues. Good, stable output was observed on all electrode pairs as received. Also, telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.